Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary : the full lead was returned and analyzed; analysis revealed a breach of the inner insulation due to metal ion oxidation. Concomitant products : 4193-88 lead, implanted (B)(6) 2003; 4068 lead, implanted (B)(6) 2003. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted and subsequently tested out of specification. Follow-up with the clinic was attempted, but no further information could be obtained. The patient was not in the system and it was speculated that the patient was followed elsewhere. No patient complications have been reported as a result of this event.